Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vitrector connector from the vitrector went suddenly of from the machine and stopped cutting and aspirate during the vitrectomy surgery. The surgery was completed on same day by replacing the custom pak. There was no patient impact.